Event description:
It was reported through the attorney for the pt as a result of a legal claim, that allegedly, the pt underwent a right hip replacement surgery on (B)(6) 2005. It is further reported that, "the pt is making a claim for damages and is inquiring about compensation for medical costs."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No add'l info is available at this time. The devices are not available due to the ongoing litigation.